Manufacturer narrative:
The reported events of failure to sense and capture were not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing found no indication of conductor fractures or internal shorts. Visual inspection of the lead body did not find any anomalies. X-ray examination found the inner coil over-torqued at the connector region consistent with procedural damage.

Event description:
Additional information received indicated that the lead exhibited loss of capture.

Event description:
It was reported that the patient presented for implant procedure. During the procedure, upon interrogation, the lead exhibited a loss of sense. The lead was not used and replaced during the procedure. There were no patient consequences.

Manufacturer narrative:
Further information requested but was not received.